Event description:
The patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the lens vaulted asymmetrically and necessitated intervention to reposition the lens. During the attempted repositioning procedure, the physician inadvertently damaged the lens. The lens was removed and replaced with another crystalens. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.